Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, product type: lead.

Event description:
The manufacturer representative reported that the patient had a seroma at the pocket, and the healthcare professional (hcp) explanted the device on the day of the report. Additional information received indicated that the hcp did not know what caused the seroma. The hcp wanted to get the patient allergy tested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.